Event description:
It was reported that the leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Block d2b: pro code: qrb. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 7076021 UDI:(B)(4).

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation upn: m365sc43180, model: sc-4318, batch: 30994178, UDI: (B)(4).

Event description:
It was reported that the leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.